Event description:
It was reported that, during surgery, while outside the patient, collar at top of ruler broke while used. All pieces recovered and procedure continued with a backup device from smith and nephew, without a delay or an injury.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. The device was manufactured in 2018. According to clinical/medical investigation, after the breakage of the collar at the top of the ruler during use outside of the patient, it was reported all the pieces were recovered. Per report, the procedure continued with a smith and nephew backup device without delay or injury. Should any additional relevant patient information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.